Event description:
The gdc 18-standard synerg detection circuit was examined before procedure and looked good. The avm/avf was accessed with a rebar-14-2-tip markers and a x-pedion-10. No more force than usual at retracting or pushing the coil. No friction either. Not more tortuous than usual. No kink on the pusher wire. The coil was deployed with no problem the first time, was retrieved because it was too small. Re-sheated and used after a few other coils. It was examined again before utilization and it looked good. During the introduction in the microcatheter, at the proximal part of it, they noted that the coil was not attached anymore to the pusher wire. It was not too difficult to retrieved since they were still proximal. The coil and the pusher wire were saved for examination. This coil was never put under power supply connection at any time. No other problem occur during the procedure where they used around 20 gdcs.